Event description:
The customer heard a loud popping sound coming from the tube area, then the image went blank.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the defective tube and igbt snubber assembly as required. The unit functions as intended.